Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On april 1, 2007 the lay patient contacted lifescan (lfs) alleging that he was unable to set the meter code on his one touch ultra meter. The patient reported that he ate food and/or drank beverage following attempted use of the reported meter. The patient denied testing his blood glucose level before or during feeling tired and out of breath. A reading "between 700 and 800" was obtained on a hospital meter. The patient received treatment with IV fluids in an ER one month earlier, at 1:00pm. No information was provided as to whether the patient received medication or other treatment than IV fluids. The lfs customer care advocate (cca) trained the patient how to set the meter code and walked him through resolving the meter code issue. It is not known if the patient had stopped using the meter or believed the test results were inaccurate due to the reported code issue. The meter, test strips, and control solution were replaced. It would have been helpful to know the duration of the alleged meter code issue and when the patient last tested with the reported meter. It also would have been helpful to know the patient's medication regimen and other health conditions. The complaint is reported because the patient alleges he was unable to set the code on the reported meter and later was treated for hyperglycemia with IV fluids administered in an ER.